Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were inspected, showing no anomalies. There was no indication of a device malfunction. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data revealed a normal function of the device.

Event description:
Ous MDR - on (B)(6) 2017 the patient had a stroke. At the hospital an MRI scan was performed without changing the device mode. In the afternoon the device was checked, according to the hospital no peculiarities were found other than a record of mode switching.